Manufacturer narrative:
The complaint was reported because bad retroflex. The product was returned to the olympus service team. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image (black image). There was no patient involvement.